Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: (B)(6). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review and no material will be following for investigation. (B)(6). The 510k# unknown, not yet assigned. The device was not received, the investigation could not be completed, and no conclusion could be drawn. Device history records review was conducted. The report indicates that: DHR review for part.: part: 07.702.016s / lot: 5e53130 manufacturing location: (B)(4) supplier: (B)(4) manufacturing date: 09 sept 2015 exp. Date: 31 may 2018. Review of the certificate of conformity showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2016, it was not possible to mix the cement because it was too hard and too strong. Also, it was not possible to move the stempel forward or backward. There was a 4-5 minutes delay to surgery time, however, no patient harm. This complaint involves 1 part. This report is 1 of 1 for (B)(4).